Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Reportedly, the customer rec'd an occlusion alarm and found that the luer lock was loose. Customer was treated through intravenous insulin drip, and released from hospital on (B)(6) 2015. Customer reconnected to the pump and stated blood glucose levels have stabilized.